Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 12x3.00mm promus premier¿ drug-eluting stent was deployed to treat the lesion. However, a dissection at the proximal stent was noted. Multiple dilation was done at the site and another stent was placed and completed the procedure. No further patient complications were reported and the patient's status was good.